Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous superficial femoral artery. The physician advanced the 6.0 x 20mm/135 sterling balloon catheter. Upon the first inflation at 10atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).